Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to low audio volume. Service evaluation verified the issue. The cause was identified to be the speaker had detached from the rear case. The rear case was replaced to correct the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a low audio volume. No additional information is available.